Manufacturer narrative:
In this situation, the report stated that the rt040 full face mask was used for nearly 2 months. However, we are uncertain if only one rt040 full face mask was used during the 2 months or multiple rt040 full face mask were used. The rt040 full face mask is recommended for single patient use. For up to 7 days as indicated on our user instructions. Method: an evaluation of the rt040 full face masks with respect to the operational environment was performed. Results: the staff at the hospital feel that they may have been trying to fit a medium size rt040 full face mask onto the patient that should be using a small size. Conclusions: sizing gauges have been provided to aid staff in correct fitting of the rt040 full face mask to patients. Fisher & paykel healthcare marketing is also actively developing an improved in-service program to address the potential for improper fitting. This program will be implemented shortly. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.014%.

Event description:
A hospital reported to our distribution that the cushion of the rt040 full face mask is pulling away from the frame just below the bridge of the nose on either sides, as well as under the chin. The therapy was delivered at a pressure of 15 cmh20. The staff then re-assembled and tightened the cushion to the frame to minimize leakage. The staff resumed use of the rt040 full face mask. No patient injury was reported.